Manufacturer narrative:
Device evaluation: result - one used sample and 92 unused, sealed samples were returned from the reported lot number 5188065, catalog number 320794. A visual inspection was carried out on the opened sample and confirmed the patient end was broken with an indentation observed on the hub post. A 10x visual sampling was carried out on 30 of the returned unused samples and no issues were found. A review of the device history record was carried out. No issues were found in a review of the calibrated critical process settings, in process inspections, qa in process settings, and final inspections. A full review of maintenance work orders was performed for the time period of manufacturer for lot 5188065. No maintenance which would have any influence on the fail mode observed was performed during this time period. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. Damage to the hub in the area indicated during evaluation would suggest that this is related to a needle through shield fail mode. The potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through shield issue.

Manufacturer narrative:
(B)(6). Device evaluation: a sample has been received by manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the nurse was performing an injection into the patient's abdomen, the needle broke off in the injection site. An x-ray and echo were performed but the needle was not located. The patient had additional unspecified radiological examinations but the needle was still not located.